Event description:
The customer reported getting no delivery alarms for the past four to five months. Assisted the customer to run a fixed prime test and the insulin did exit. During the call, the customer also reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer did not feel comfortable with the device and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.